Manufacturer narrative:
Method: device history review, complaint history review. Results: device history review shows no reported discrepancies. Complaint history review shows there has been other reported events for this lot number. Conclusion: root cause appears to be improper implant choice.

Event description:
It was reported that, "regular insert in with an nrg femur. Which is off label. Sale rep was not present at this case. Pt was notified about this."